Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The naohd tubing was kinked. The tubing was corrected and the rinse nozzle was replaced. The field service engineer found evidence of water crystals when removing the lower panel of the analyzer. He found the ise probe was intermittently dripping into the cuvette. He replaced the valve block and the ise probe and seal. He replaced two reagent probes and the sample probe and adjusted the sampling position. He checked the water and detergent levels and adjusted the gear-head pump pressure. The customer ran calibration and qc that was acceptable. The investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of a questionable trigl triglycerides result from the cobas 6000 c501 module. The initial result was 3.67 mmol/l and the repeat result was 2.46 mmol/l. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.